Event description:
It was reported that the patient was deceased. The patient had renal cell carcinoma. It was indicated that the pre-existing condition worsened or exacerbated, however the cause of death was not provided. There was no action taken and no signs or symptoms reported. It was indicated that the death was not related to the device or therapy and not related to implant procedure. The patient's last refill was (B)(6)-2012. The pump logs had not been read. The drugs delivered via pump were dilaudid, bupivacaine, and baclofen.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).